Manufacturer narrative:
G4: 26feb2020, b4: 27feb2020. H11: the manufacturer¿s international service technician confirmed the reported issue. The exhalation flow accuracy failed was discovered while performing est (extended self-test). The service technician replaced the defective air/exhalation flow sensor to address the reported problem. The unit successfully passed the required performance verification test. H10: the flow sensor, air/exhalation was returned to failure investigation (fi) for evaluation. The visual inspection of this customer returned air flow sensor revealed the heated film element has dried contamination. This customer returned exhalation flow sensor and was installed into the fi test ventilator. The test ventilator failed on the following extended self test (est): air flow sensor and exhalation flow sensor during air delivery test and oxygen flow sensor and exhalation flow sensor test. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Errors with this exhalation flow sensor found during est was caused by the heated film element contamination. The customer reported 1012 vent inop error was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27sept2019; b4: 27sept2019. The manufacturer¿s international service technician confirmed the reported issue. System won't power on error was discovered while performing (extended self-test) est. The manufacturer¿s international service technician replaced the defective air/exhalation flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported system won't power on. The device was not in use at the time of the reported event; therefore, there was no patient involvement.